Event description:
It was reported that, "the patient had increasing hip pain. CT scan showed thinning of poly insert. We decided to exchange 36mm insert to an mdm liner and insert. During procedure a good deal of inflammatory tissue was removed from the area surrounding the cup. When the insert was removed, thin strands of poly were present behind the implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.